Event description:
It was reported that a pump was alarming for a system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device reported symptom system error 105 was confirmed and reproduced. It was caused by a failed I/o printed circuit board. As a result, the I/o printed circuit board was replaced.